Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to an unknown side.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
" Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided."

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And more than three openings on anterior and radius side assessed, as surgical damage. Additional observations: crease is observed. Missing shell assessed, as inconclusive. Nicks are observed assessed, as surgical tool scratch like. No further actions are required, as the device was implanted.

Event description:
Physician reported, right side rupture. The device has been explanted and replaced.